Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04764. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, enterocele, rectocele, cystocele, uterovaginal prolapse, pelvic organ prolapse, and total procidentia. It was reported that the patient had the following concurrent procedures performed during mesh implantation: an additional mesh implant, repair of cystocele, repair of uterovaginal prolapse, repair of rectocele and enterocele. It was reported that following insertion of the mesh, the patient experienced pain, bleeding, infection, urinary/bowel problems and dyspareunia. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04764. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. (B)(4).